Event description:
A customer reported observing leakage while using the vial-mate adapter. This observation was made upon attempting to mix a baxter dextrose solution. The customer reported that the solution would flow ¿right out¿ of the adapter, and that the leakage was noted from the three holes at the top of the ¿gripper.¿ this event occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.